Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2.2 had failed and were not detected on the bus and also unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had failed. A field service engineer found that the drawer damaged due to a broken side railing. The fse replaced the rail, and the customer tested the drawer with the new part. Drawer was working perfectly. The system functioned as intended after the field service engineer repaired the device.